Event description:
During a follow-up, there were episodes of low impedance as well as episodes of noise that resulted in non-sustained oversensing on the right ventricular (rv) channel. During the rv lead replacement procedure, insulation damage was noted on the proximal portion of the rv lead. The proximal portion of the lead was explanted and the distal portion was capped and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information was received indicating that the lead will not returning.